Event description:
It was reported that the patient received an appropriate shock. It was also reported that two nurses who were transporting the patient also describe feeling that they think were shocks as well. One nurse reported feeling a "slight tingling sensation in her legs from the knee down." No treatment was needed, and the device is still in use. No further patient or nurse complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.